Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the home choice (hc) during use during dwell 1. The home patient (hp) stated that they disconnected from the hc to use the bathroom in dwell 1. The hp had stopped dwell but did not close the transfer set, so fluid poured out of the catheter. The technical service representative (tsr) advised the hp to start over with new supplies to ensure a sterile set up. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not told her about this incident, but as far as she knew the patient was doing well and continuing therapy on her homechoice. She would speak with the patient about the user error. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.